Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this entire system was explanted due to erosion. The patient was seen in the hospital for an unrelated issue when it was noted that the device had eroded through the patient's skin. A temporary pacing system was implanted until the results of a culture was determined that there was no infection present. A new system was later successfully implanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observation confirmed that the complete lead was returned and the helix was retracted. There was dried blood found in the helix and up through the lead lumen. The conductor coils were deformed and the insulation was cut. This damage was determined to be procedurally induced.